Event description:
During implant procedure it was reported that the physician attempted to implant the lead in the right ventricle in several positions. The pacing impedances were within normal range. A sense test revealed dash marks across the screen. Another wand was used to re-attempt the test, but the patient went into a vt event and expired on the table. The lead was not recovered.

Manufacturer narrative:
Per technical services, the physician did not allege that the lead contributed to the patient death.

Manufacturer narrative:
Na